Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00182: stem, 3025141-2019-00184: reamer.

Event description:
During implantation of an arh solutions radial head replacement product, the surgeon had difficulty with the sizes of implants, trials and reamers. They did not appear to be accurate in size. Because of this there was a 20 minute delay in surgery.